Manufacturer narrative:
(B)(4). Concomitant medical products-small frag depth gauge catalog#:214235100 lot#:sc13a003. Foreign-(B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001825034 - 2018 - 03893.

Event description:
It is reported that during a tibiofibular plating procedure, the surgeon noticed that there was a significant length difference between the screw and the hook depth gauge as the gauge was measuring too large. The surgery was successfully completed with another hook depth gauge, however, a hour delay did occur due to the malfunction. No further patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Returned device identified signs of previous use (scratches, dings, etc.). While trying to conduct dimensional analysis, it was identified that the returned depth gauges could not be measured per the inspection criteria (the 10mm marking would not extend to the non-lock marking). The complaint for the device measurements being inaccurate was confirmed as the device as returned was not measuring accurately. Further investigation of the subcomponents identified that the scale of the depth gauge had been swapped and was assembled with an incorrect, incompatible body, thus leading to the discrepancy. The scale component was assembled with its appropriate mating body, and the part functioned as designed and was conforming to specification. DHR was reviewed and no discrepancies were found. The root cause of the event is related to the hospital swapping the scales from the two similar devices, likely during sterilization. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that during a tibiofibular plating procedure, the surgeon noticed that there was a significant length difference between the screw and the hook depth gauge as the gauge was measuring too large. The surgery was successfully completed with another hook depth gauge, however, a hour delay did occur due to the malfunction. The screws initially placed with the incorrect measurement also had to be removed and replaced. No further patient consequences were reported.